Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent total hip arthroplasty (tha) stem removal on (B)(6) 2019, due to infection. During the surgery, the surgeon inserted the synream and an unknown reamer head without a reaming rod, and the reamer-head fell off in the bone. The surgeon had difficulty in removing the fragment, but it was removed. The surgery was delayed by less than thirty (30) minutes. Patient status is unknown. This report is for an unknown reamer head. This is report 1 of 2 for (B)(4).